Event description:
Pt condition as result of event is satisfactory. Surgeon tried to remove the balloon off the contralateral wire and out of the sheath. Surgeon had difficulty withdrawing the balloon in the 12f sheath. The balloon would not come back into the sheath, (left iliac artery). After several maneuvers, the surgeon decided to remove the sheath and balloon catheter together and leave the contralateral wire in place. Surgeon could not do this easily so surgeon proceeded to an arteriotomy. On removal of both devices through the arteriotomy, it was noted that the tip of the balloon catheter appeared irregular and balloon material was missing. The tip loooked abnormal. The wire and the remaining portion of the balloon were retrieved. The pt was noted to have had significant amounts of clot in the left common and internal iliac. The surgeon rewired the left iliac limb and balloon the limb successfully. Flow down the graft was good on both sides until the internal bifurcation, pt's left foot was quite under-perfused and further removal of clot was carried out. The arteriotomies were then closed.